Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, the valve was received inside a heart valve return kit fully submerged in clear 0.2% glutaraldehyde solution. All leaflets were flexible and intact. All commissures appeared intact. All leaflets were in a closed position with a gap between leaflets 2 and 3. The frame appeared slightly crimped at the inflow; frame expanded after warm saline submersion. There were no distortions or damages noted on the frame. Remnants of tan friable host tissue was found along the outer valve skirt. One native leaflet and a small remnant of native annulus tissue were received. There was evidence of nodular calcification on the native leaflet. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received with the nosecone over-captured by the capsule. Delamination was observed over the nitinol reinforcing frame along the proximal end of the capsule. There were bends visible along the stability shaft. The handle appeared intact. The device was returned with the end cap/screw gear snap fit connected. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. A tortional kink was visible to the proximal end of the inner member shaft. There was damage observed on the threading of the screw gear. Updated h.6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-34 (lot: 0011474604); product type: 0195-heart valves; implant date n/a; explant date n/a product ID zmed balloon (lot/serial: unknown); product type: balloon dilator; implant date n/a; explant date n/a product ID lunderquist j wire (lot/serial: unknown; product type: guidewire; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-34 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2023; select patient information cannot be documented in the file due to regional privacy regulations.  Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a pre-balloon aortic valvuloplasty (bav) was performed with a 22 millimeter (mm) non-medtronic balloon. With the first valve deployment to 80% the valve was reported to be in a good position. However, while evaluating the depth of the valve, the valve dislodged into the ascending aortic. As reported, there was question if the pacing at 120 beats per minute (bpm) was abruptly stopped. As confirmed, the pacing was abruptly stopped. There was question if the abrupt pacing caused the valve to dislodge into the ascending aorta as these were closely related. Per the physician, it was possible. Prior to the dislodgement, the valve was seated at approximately 2mm on the non-coronary cusp (ncc) and 3mm on the left coronary cusp (lcc). With dislodgement, the transcatheter valve was fully out of the annulus into the ascending aorta. The valve was not fully recaptured prior to repositioning. The reason was not provided. The physician reported the delivery catheter system (dcs) ¿jumped¿ as it went through the annulus. As reported, there was no difficulty advancing the dcs prior to it crossing the annulus. A second attempt to deploy this valve was made. At 80% deployment the position was reported as good, and no anomalies were identified on the aortogram. The valve was then fully deployed. Pacing occurred at 120 bpm during deployments to 80% and 100 % and the pacing was dialed down. The physician indicated it was possible that the valve itself with repositioning contributed to the dissection. The physician indicated it was unknown but unlikely that the dcs itself contributed to the dissection. Trace paravalvular leak (pvl) was noted. The aortic dissection was then detected on aortogram. The dissection appeared to extend from the root and up the outer curve of the ascending aorta with reduced profusion to the right coronary artery. The location of where the dcs reportedly ¿jumped¿ did not correlate to the aortic dissection location. The patient was and remained stable and was transferred to another operating room for an aortic repair. Specific treatment was not reported, however, perfusion to the right coronary was restored. The aortic repair was successful. No additional adverse patient effects were reported.